Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple, intermittent occasions, the customer was hospitalized for diabetic ketoacidosis with blood glucose (bg) levels between 800-1200 mg/dl. Customer and contact could not verify exact dates of events nor provide exact number of hospitalizations. Healthcare provider suspected that the pump was cause of elevated bgs. Although requested, the customer declined to upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Multiple follow up attempts were made to gather additional details and complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.